Event description:
General report received of an unspecified number of undocumented incidents of unable to prime. On unspecified dates, the tubing sets were to be used to deliver unspecified volumes of 0.9% normal saline. The customer contact reported that during priming of the tubing sets prior to pt use, kinks in the tubing were noted either distal or proximal to one of the two slide clamps of the tubing sets; subsequently, the tubing sets were unable to be primed. The tubing sets were replaced and the therapies were initiated. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. A rep device from the same lot was received. Investigation is not completed. This report represents all the info known by the reporter upon query by hospira personnel.